Event description:
Walk is unbearable [walking difficulty] . Bed ridden [bedridden] . Hard to sit or get up from a sitting position [joint range of motion decreased] . Severe pain/ pain in my knees [knee pain] . Swelling in the front sides and back of both knees [knee swelling] . Case narrative: initial information received on 04-sep-2018 regarding an unsolicited valid serious case received from a patient this case was cross linked to case (B)(4) (same patient). This case involves a (B)(6) female patient who experienced walk is unbearable, hard to sit or get up from a sitting position, was bed ridden, had severe pain/ pain in my knees and swelling in the front sides and back of both knees, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The past medical treatment(s), vaccination(s) and family history were not provided. Patient had a history of back injury. On (B)(6) 2018, the patient started taking synvisc one injection dosage unknown intra-articular (with an unknown batch number) for unknown indication. On an unknown date in 2018, after an unknown latency, the patient experienced severe pain in knees and swelling in the front sides and back of both knees causing it to be hard to sit or get up from a sitting position, the patient was bed ridden for one week. Patient reported that walking was unbearable and she walked with a cane until recently. The patient took vicodin but it did not touch the pain. The patient was seen by an unidentified hcp who verified there was no infection in either knee. Final diagnosis was swelling in the front sides and back of both knees, hard to sit or get up from a sitting position, severe pain/ pain in my knees, bed ridden and walk is unbearable. The patient was treated with hydrocodone bitartrate, paracetamol (vicodin) for pain; no corrective was reported for other events. The patient outcome is reported as unknown for all events. Seriousness criteria: disability for bed ridden and walk is unbearable. A product technical complaint was initiated and the results for the same were pending. A product technical complaint (ptc) was initiated on 10-sep-18 for "synvisc". Batch number unknown; (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 10-sep-2018. Global ptc number & ptc results were added. Text was amended accordingly.